Event description:
During follow up on an unrelated complaint, a nurse in the USA reported peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd2 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd2 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were discontinued and the patient was put on back up hemodialysis for eight weeks due to peritonitis. During a call with baxter technical services (bts) regarding assistance with the homechoice (hc) device, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review of suspect lots were conducted and no issues were found related to the reported condition during the manufacture of the lot. This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.